Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker claimed the device was loosened. The patient stated the device was planned to be repositioned as soon as possible. Attempts to obtain additional information were unsuccessful. To date, the device remains in service. No adverse patient effects were reported.